Event description:
The locking mechanism was too loose (opened easily). The product was in contact with the patient but there was no patient injury or death alleged. The event led to a 15 minute increase in surgery time (time to use another loan mayfield). Additional information has been requested.

Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2015. The investigation included: method - DHR review: review of complaint mgmt database for similar complaints; visual examination. Results - the lot or serial number on the device involved is a non-integra number, therefore, at this time, a DHR review cannot be performed. Service history - date of service (B)(6) 2015, reason for service - the pressure (lbs) lock is not good. A two year look back for this reported failure and or related to "locking mechanism too loose" for this product ID shows that 6 complaints were received including this case. It was observed on the returned unit that the swivel base thread is wasted and need to be exchanged. Conclusion - root cause could not be determined. An internal CAPA has been opened regarding this issue.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.